Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('complication of insertion - perforation at fundus'), pelvic pain ('pelvic pain') and diverticulitis ('severe diverticulitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, bursitis, colonic diverticulosis, constipation, right lower quadrant pain and cholecystectomy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vomiting, upper gastrointestinal bleeding, adenomyosis, appendicitis, adhesions nos postoperative, intra-abdominal fluid collection and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:"), abdominal pain lower ("lower abdominal pain") and diverticulitis (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial), hysterectomy (partial) and colocectomy). At the time of the report, the uterine perforation, pelvic pain and abdominal pain had resolved and the weight increased, gastrointestinal disorder, abdominal pain lower and diverticulitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, diverticulitis, gastrointestinal disorder, pelvic pain, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s)(unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs+mr received. New events: perforation of organ, gastrointestinal or digestive system condition type, lower abdominal pain, diverticulitis were added. New reporters, plaintiffs information added. Concomitant and historical conditions were added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('complication of insertion - perforation at fundus'), pelvic pain ('pelvic pain') and diverticulitis ('severe diverticulitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, bursitis, colonic diverticulosis, constipation, right lower quadrant pain and cholecystectomy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vomiting, upper gastrointestinal bleeding, adenomyosis, appendicitis, adhesions nos postoperative, intra-abdominal fluid collection and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:"), abdominal pain lower ("lower abdominal pain") and diverticulitis (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial), hysterectomy (partial) and colocectomy). At the time of the report, the uterine perforation, pelvic pain and abdominal pain had resolved and the weight increased, gastrointestinal disorder, abdominal pain lower and diverticulitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, diverticulitis, gastrointestinal disorder, pelvic pain, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 18-mar-2016: essure confirmation test(s)(unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, weight gain were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.